Event description:
It was reported that control-iq delivered an auto bolus due to inaccurate continuous glucose monitor (cgm) values. Customer's blood glucose level at the time of adjusted insulin delivery was at 11.2 mmol/l according to the cgm, but the actual value was lower at 6.2 mmol/l, resulting in a drop in blood glucose. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto bolus, customer's blood glucose level displayed as low. To address the low blood glucose, customer consumed carbohydrates. Customer acknowledged that the pump functioned as intended based on the provided cgm data.